Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture (suture did not catch the vessel and was pulled out with the plunger) was confirmed based on the returned device analysis as a cuff miss was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices with a 6f sheath after an interventional heart catheterization. Reportedly, with both proglide devices, the sutures did not catch the vessel and were pulled out with the plunger. Hemostasis was achieved with a mynx. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.